Manufacturer narrative:
Additional contact information: prescribing physician information: (B)(4). Pharmacy information: (B)(4).

Event description:
Information was received indicating that a pump cassette ran out of remodulin sooner than expected. It was reported the pump alarmed low volume on tuesday evening, reportedly the cassette was not due to be changed until wednesday morning remodulin 1mg. Min united therapeutics dose: 66 ng.kg.min, intravenous, continuous. Start: (B)(6) 2020, current. Lot: 937301 exp date: (B)(6) 2022. Additional medication: revatio